Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 reported false positive sofia sars result for 1 symptomatic patient, aged 18 months. Symptoms reported to be 103f fever and lots of mucus (area was not specified). No confirmation testing was done.